Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis coronary procedure was completed as planned with a delay of 30 minutes by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that all geometry movements were unavailable. Analysis of system log file showed multiple warnings and errors related to geometry after restart. Upon troubleshooting, fse found that there was no geo movement of the stand after the hospital staff had used force for longitudinal manual movement during a procedure as they were unaware about the usage of control module to move the stand to side. To resolve the issue, fse replaced geo module and suite pc due to recurring problems with geometry restart of the system. The replaced geo module was returned to philips for further analysis, but the cause of the geo module failure could not be conclusively determined by the supplier¿s part analysis. However, after replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no geo movement of the stand after the hospital staff had used force for longitudinal manual movement during a procedure as they were unaware about the usage of control module to move the stand to side. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.